Manufacturer narrative:
Only the pump cannula was returned. No damage or abnormalities were found on the segment of the impella that was returned. After reviewing the clinical information, it was determined that the cause of the high purge pressure was biomaterial occluding the purge gap since adding tpa to the purge resolved the issue. Per the IFU: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male patient was implanted with an impella 5.5 device for mechanical circulatory support. The clinical team reported that high purge pressure occurred about 7 days into impella support, after observing the purge pressure increase to above 1000 mmhg. The motor current was unaffected at the time. No purge line kinks were observed, and replacing the purge cassette did not resolve the issue. Tpa was then administered into the purge line, which successfully resolved the issue several hours later.